Event description:
As reported, the patient had an initial right tka on (B)(6) 2018. The patient was revised due to wear and loosening and the tibial insert and baseplate were replaced. The patient was last known to be in stable condition following the event. No other patient information/medical history provided.

Manufacturer narrative:
Pending investigation. Concomitant medical devices: 02-012-41-2525 - logic tibia traptray cem sz 2.5f/2.5t 4509768, 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5 5679357, 200-02-35 - three peg patella 35mm 5393556. (B)(4).

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the tibial component and the bone, which led to aseptic (non-infected) tibial loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear, osteolysis, and tibial loosening could not be determined as the devices were not returned for evaluation.